Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
Customer states the device is displaying error message 1000. No patient involvement information provided.